Event description:
It was reported a large volume infusor leaked. The patient was connected to an unspecified ¿hyperthermia machine¿. When the hyperthermia machine reached 41.5 degrees, frequency 108hz, and power at 900w the infusor extension tubing suddenly burst. The nurse immediately stopped hyperthermia and clamped the extension tube. The nurse immediately stopped hyperthermia and clamped the extension tube. The set was filled with fluorouracil with a fill volume of 230ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d10 (add entry), h4, h6, and h11: h4: the lot was manufactured between november 28, 2023 ¿ november 30, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and a leak at a segment of the tubing line due to a cut was observed. The reported condition was verified. The cause of the cut tubing could not be determined; however, probable cause is use-related during product handling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.